Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were dispatched to emergency medical service and also were hospitalized due to low blood glucose level on (B)(6) 2020 with blood glucose level was 42 mg/dl. Customer stated insulin pump had multiple insulin pump error alarms. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and displacement test and it was passed. Troubleshooting was performed. Customer was not using auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. No unexpected pump error 42 alarm noted. However, pump error 54 and pump error 3 alarm found in the device history due to software error. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
The information provided that the incident date with the initial report was incorrect. The correct information has been included with this report. The information that provided about hospitalization with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the emergency medical service was dispatched due to low blood glucose on (B)(6) 2020 with blood glucose level was 42 mg/dl and customer was not hospitalized.